Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had "low infusion volume." It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error, which was reproduced as under infusions of less than 10%. The unit was reworked and calibrated to optimize flow accuracy. Test results: rate = 40 ml/hr, vtbi = 10 ml, delivery = 9.287 ml (-7.13%), rate = 100 ml/hr, vtbi = 25 ml, delivery = 23.564 ml (-5.744%), rate = 200 ml/hr, vtbi = 50 ml, delivery = 47.744 ml (-4.512%), rate = 400 ml/hr, vtbi = 100 ml, delivery = 93.84 ml (-6.16%), rate = 800 ml/hr, vtbi = 200 ml, delivery = 186.552 ml (-6.724%), rate = 999 ml/hr, vtbi = 250 ml, delivery = 233.273 ml (-6.6908%). (B)(4).